Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) device. The cylinders do not inflate and the system appears to have air in it as it makes noise. A patient outcome of stable was reported.